Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user explaining that the user's skin became irritated, red, and bled at the infusion site. The reporter further explained that the user had to change sites; and the user's blood glucose levels became raised, and a correction bolus was administered to lower the levels. No permanent injury was reported.